Event description:
Contact reports two polyaxial screws, catalog no. 177036240, broke off at midshaft in the patient's sacrum. The implanted portions remain in the patient as fusion had been achieved.